Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that the ventilator touch screen failed to function. There was no patient involvement in the reported issue.

Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6, and h11. A calibration of the touch screen was conducted without any issues. Additionally, a comprehensive functional assessment of the unit was carried out, confirming that the device is functioning as expected. At this moment, the reported issue could not be replicated. Should the problem reappear, it is recommended to replace the touch screen.